Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the alarm "blood detected" occurred. There was concern about a possible balloon leak and the iab was removed. The indication for use was myocardial infarction. There was no reported injury to the patient.

Manufacturer narrative:
Additional information: MDR is being submitted for device return date of 03/092018. Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. No blood was observed inside the iab catheter. The extension tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. The reported alarm, blood detected event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy that the alarm "blood detected" occurred. There was concern about a possible balloon leak and the iab was removed. The indication for use was myocardial infarction. There was no reported injury to the patient.